Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was observed. Upon inspecting the 3.50x8mm taxus express2 drug eluting stent during preparation, it was noted that some struts were sticking out. There was no patient contact. The procedure was successfully completed with another device.

Manufacturer narrative:
Device analysis. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.